Manufacturer narrative:
Analysis of the log files from the AED did not identify a cause for the customer's complaint. The log file showed the AED operated as designed. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that AED displayed a code for battery voltage (mv) and will not power on but will power on with a new battery. The AED was kept in cold car. No additional information provided. No initial reporter information was recorded. This event was reported as not occurring during patient use.